Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified during the review of the event history logs. The cause was determined to be use error, the tidal total uf (ultrafiltration) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:39:56. During night drain cycle six, the patient's ultrafiltration reading was 1346ml, indicating the home patient (hp) drained 1346ml more than their maximum programmed fill volume of 2000ml. No additional information is available.